Event description:
The external pulse generator was returned to the manufacturer for repair and calibration, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the ventricle output connector and upper case are broken. Analysis also found the bail covers, ring cover, two case screws, ring cover screw, bails, and ring are missing. It is noted the battery contacts are compressed. (B)(4).